Manufacturer narrative:
(B)(6). Method: the subject device bc192-05 flexitrunk infant nasal tubing was not returned to the fisher & paykel healthcare (f&p) for evaluation. Our investigation is therefore based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph revealed the tubing is broken. Conclusion: without the complaint device being available for evaluation, we are unable to determine the cause of the reported event. The user instructions which accompany the bc192-05 flexitrunk nasal tubing include the following: - "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." - "disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" - "use patient oxygen monitoring" additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc192-05 flexitrunk nasal tubing.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc192-05 flexitrunk infant nasal tubing was broken. There was no reported patient involvement.